Event description:
Coach reported that some of his players had been burned from use of product. He reported that the players had opened the packages and applied the contents directly on the skin. (B) (4).

Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.